Event description:
The patient has had more than one alert for rv pacing impedance > 3000 ohms (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).